Event description:
During an in clinic follow up, oversensing resulting in pacing inhibition was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and replaced to resolve the event. The patient was stable.